Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on (B)(4) 2012. The MFR internal reference # is (B)(4).

Event description:
A surgeon reported that two systems failed to provide suction during a phacoemulsification with intraocular lens (iol) implant surgery. There was no vacuum induced and the viscoelastic could not be removed. The surgeon started the irrigation/aspiration function and there was no aspiration available for the cortex. Both systems at the hosp were tried and aspiration was not available on either. Therefore, the surgeon decided to transfer the pt to another hosp to complete the procedure. Add'l info was requested. This report represents the first system used by the facility.